Event description:
Boston scientific (bsc) crm received info that this lead was recently explanted, due to infection and a hematoma. No products have been returned for testing. Implant, explant and event dates were not made available.